Manufacturer narrative:
The device was not returned to stryker. The customer declined evaluation of the device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is only working intermittently. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.